Event description:
It was reported that the first implantable neurostimulator (ins) was taken out 6-8 weeks after implant because it stuck out and caused bruising. It was stated that the ins was moved.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0esty, implanted: (B)(6) 2014, product type: lead. (B)(4).